Event description:
It was reported that the patient was suffering from pain in the area of their indirect decompression system. It was assessed that the device was not causing the pain, rather, the device was simply not providing adequate therapy. The explanted device will not be returned as it was discarded by the medical facility. No additional adverse patient effects were reported.